Event description:
It was reported that the surgeon found reddish brown particles in the monomer liquid added to the polymer in the bowl.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. Evaluation summary: a review of the complaint history did not reveal any other similar complaints. The condition of the mixing bowl prior to mixing the monomer and polymer is unknown. Since the process of filling the (B)(6) is capable of removing particles smaller than those reported within the complaint, it is highly unlikely that the particles came from the monomer. The particles were not returned so the composition could not be analyzed. With the information provided, the root cause of the reported condition cannot be determined. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.